Manufacturer narrative:
Follow-up #1: date of submission 09/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/01/2017 with the following findings: during investigation, there was no evidence of moisture corrosion in the ir window. Unrelated to the original complaint, the battery compartment was found to be cracked. Moisture was observed in the battery compartment. A leak test as performed and a leak was identified in the battery compartment. The original complaint of moisture ingress in the ir window could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the ir window. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.